Manufacturer narrative:
(B)(4). Batch # n54537. The analysis results showed that one ecr60g reload was received unfired. Further analysis showed that the cartridge has two one piece sleds present. No functional test was performed due the condition of the cartridge.

Event description:
It was reported that during a video assisted thoracoscopic procedure, fired ec60a with ecr60b at the second stroke on the first firing, could not squeeze the trigger. But the second and forth firing were performed well. At the third stroke on fourth firing, still could not fire. Changed to another reload to complete the surgery. No adverse event on the patient. Firing issue.

Manufacturer narrative:
(B)(4). Event description: it was reported by the affiliate that during a video assisted thoracoscopic procedure, fired ec60a with ecr60b at the second stroke on the first firing, could not squeeze the trigger. But the second and third firing were performed well. At the third stroke on fourth firing, still could not fire with ecr60g. Changed to another reload to complete the surgery. No adverse event on the patient.